Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier clip was misaligned, and it was not clipping correctly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The incident with the clip applier occurred while the surgeon attempted to clamp the vessel. The clip was misaligned and not closing. Purple medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier).

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.046¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.